Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction / sacral nerve stim and gastrointestinal / pelvic floor. It was reported that the patient's interstim was not working and the patient was in a lot of pain. It was later clarified that the patient was adjusting her device for better efficacy and ended up messing up her settings and panicked. The patient stated she ended up figuring out how to get back to her initial program and it resolved the issue; her device was providing effective therapy. It was also noted that the pain she was experiencing was caused by an overstimulation sensation from turning her device up too high. It is unknown when the issues began occurring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.